Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer got in a car accident and causing the pump to become unresponsive. Customer's blood glucose was 191 mg/dl. Customer is on a insulin drip for insulin therapy.